Event description:
The device pacer would spontaneously shut off while treating a patient. The operator restarted the pacer each time and patient use was successfully continued. Patient outcome was not reported. The reporter indicated patient outcome was not adversely affected by the alleged discrepancy, due to continued device use.